Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On the same day the sensor was inserted, the patient developed redness and inflammation under the sensor patch. The patient stated he had a subcutaneous bacterial infection and the area felt warm to the touch. The reaction was treated with a prescription oral antibiotic (bactrim twice per day). No additional patient or event information is available.